Event description:
A patient reported she had a return of frequency. There were no trauma or falls related to the issue. The patient noted she could have a urinary tract infection (uti), the patient noted the frequency symptoms were similar, but she had not checked it out. The patient was wondering if the implantable neurostimulator (ins) battery was depleted. The patient noted that her husband typically checked the device for her however he had recently died and she had to learn how to check it. The patient noted she was not able to do that at the time of the call. Additional information from the patient reported there was no resolution to her current situation. The patient believed her implantable neurostimulator (ins) was depleted and needed to be replaced, but the patient had yet to follow up with the healthcare professional (hcp). The patient noted that would be her third replacement since 2008 or 2009. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.